Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right atrial (ra) lead triggered a high, out of range pacing impedance alert on the system. The ra lead has been implanted for more than ten years and remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right atrial (ra) lead triggered a high, out of range pacing impedance alert on the system. Additional information was received mentioning that the high, out of range pacing impedances are still being observed. The patient was at the hospital with shortness of breath. Presenting rhythm also appeared to show possible non capture. With the desynchrony it is likely related to patient being symptomatic. An in person testing to verify ra capture and any lead noise present with isometrics was recommended as a possible ra lead fracture was suspected. Noise was seen at atrial tachy response (atr) event, some years ago, that was causing inappropriate mode switching but no noise was observed since that event. The ra lead has been implanted for more than ten years and remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right atrial (ra) lead triggered a high, out of range pacing impedance alert on the system. Additional information was received mentioning that the high, out of range pacing impedances are still being observed. The patient was at the hospital with shortness of breath. Presenting rhythm also appeared to show possible non capture. With the desynchrony it is likely related to patient being symptomatic. An in person testing to verify ra capture and any lead noise present with isometrics was recommended as a possible ra lead fracture was suspected. Noise was seen at atrial tachy response (atr) event, some years ago, that was causing inappropriate mode switching but no noise was observed since that event. The ra lead had been implanted for more than ten years and remains in service at this time. At this time the ra lead has been surgically abandoned and the implantable cardioverter defibrillator (ICD) replaced due to therapy upgrade/downgrade. No additional adverse patient effects were reported.